Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing strange noises with the device. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation was carried out, but the device will not be made available for investigation. This is a final report.

Event description:
The user reported hearing strange noises with the device. The user has been re-implanted.